Manufacturer narrative:
MDR 2517506-2020-00070 was filed 21-feb-2020 for the same event. The customer contacted the siemens customer care center (ccc) and reported that a falsely elevated hemoglobin a1c (a1c) patient result was obtained on a dimension exl 200 instrument. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated hemoglobin a1 result. Hsc evaluated the information provided. No product problem was identified. The event was resolved by recalibration of the a1c assay. The customer reports that the values recovered are now as expected and the analyzer is performing as expected in normal use. The instrument is operational. The cause of this event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A falsely elevated hemoglobin a1c (a1c) result was obtained on a patient whole blood sample on a dimension exl with lm instrument. The result was reported to the physician(s). The same sample was repeated on the same instrument after recalibration of the assay and dilution of the sample. A lower result was obtained and a corrected result was issued. The account stated that a cardiac catheterization was delayed. There are no known reports adverse health consequences due to the falsely elevated aic result or the delay.